Event description:
Customer was misdiagnosed by a dr in 1988 as having lupus when she began to experience rash, breathing difficulty and sores the size of a quarter that weeped clear fluid for 5-6 months. She took prednisone and had blood glucose problems. She is on insulin. In 9/95 she was diagnosed as having latex sensitive when she had anaphylactic shock during a patch test. Fingers are like tissue paper. Skin just peels off and she has lost her nails. Customer is suing the MFR.